Event description:
Complainant alleged that during a routine shift check, the device failed its bridge test. Complainant indicated that subsequent testing duplicated the malfunction. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation.